Manufacturer narrative:
Correction d4: serial number is (B)(6) and not (B)(6) as previously reported. This report is a duplicate of manufacturer report number 1314492-2020-03299. All information can be found under that manufacturer report number 1314492-2020-03299. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). There was no known patient injury or medical intervention associated with this event. No additional information is available.